Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote home monitoring communicator displayed a red blinking light indicating the presence of a potential product performance issue related to this implantable cardioverter defibrillator (ICD). A boston scientific company representative referred the patient to their physician. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that the clinic plans to have the patient come in for a device follow up on an unknown date in the future.